Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The customer reported issue was confirmed. Visual inspection identified damage on the conductor wire¿s insulation. No evidence of thermal damage was present at the compromised area. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n11200817 / sequence 0159 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sk3276. The instrument had 8 remaining usable lives with no subsequent use recorded. The customer reported event was identified during sterile reprocessing on (B)(6) 2021, over a month after the last procedure usage. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows a protrusion of the black cable at the instrument wrist. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is being reported based on the following conclusion: failure analysis of the fenestrated bipolar forceps instrument found conductor wire insulation damage with a passed electrical continuity test. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during central processing and cleaning, inspection identified a slight loose cable on the fenestrated bipolar forceps instrument. The reporter noted that the instrument operated without issue during its last procedure usage. There was no report of patient involvement.